Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed possible paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11722 become aware date (g3): 8/2/2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2020 using the cooladvantage+ coolcurve+ applicators, and to the upper abdomen on (B)(6) 2020 using the cooladvantage+ coolcore applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Affected areas are unspecified.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed possible paradoxical hyperplasia (pah/ph).